Event description:
It was reported that the patient experienced a possible infection of unknown source in and around the device pocket. It was further reported that the patient did not follow up after their implant procedure nor was the bandage removed until approximately ten days post implant. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri x 2 implantable pacing leads (B)(6) 2013. (B)(4).